Manufacturer narrative:
The device should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the pt heard strange noise 1 hr after recharging. A check of the dacapo power pack showed leaking fluid. However, neither pt contact to this fluid nor any injuries were reported. The concerned device has been replaced.